Event description:
During manufacturer review of a patient's vns programming history, it was noted on (B)(6) 2010, that generator diagnostics were performed in an office setting. The generator diagnostics test is only to be performed during the implant surgery, as the test will disable the generator output. At the next office visit on (B)(6) 2010, the vns was interrogated and the output current was 0ma. The settings were corrected that day.

Manufacturer narrative:
Analysis of programming history.